Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, an attempt was made to insert two different guidewires to through the left ventricular (lv) lead and it was realized the distal part of the lead was blocked. The doctor removed the silicone blocking the lead and decided to not use the lead. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal electrode of the lead had an issue. The distal end/electrodes of the lead were extrinsically damaged. The analyst noted that according to the complaints reported, there was no opening at the lead distal end, and that prevented the guidewire insertion. Visual inspection has shows the lead tip extrinsically damaged. If information is provided in the future, a supplemental report will be issued.